Manufacturer narrative:
(B)(4). Initial report. Additional information, including the part no. And lot code of the metafix broach has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the FDA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery, whilst trailing with the metafix broach, a femoral fracture occurred. This delayed implantation of a stem by 3 days and an additional surgery was required. A competitor stem was finally implanted.

Manufacturer narrative:
Case(B)(4) final report . Additional information, including the part no. And lot code of the metafix broach has been requested in order to progress with the investigation of this event, the device lot code could not be provided and thus not all manufacturing records could be identified and reviewed. The relevant device manufacturing records for the implanted devices have been identified and reviewed. It was found that all parts associated with these records conformed to specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the femoral fracture could not be determined. Therefore. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the FDA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery, whilst trialing with the metafix broach, a femoral fracture occurred. This delayed implantation of a stem by 3 days and an additional surgery was required. A competitor stem was finally implanted.